Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer was sent a new lot of reagent. The customer was advised to take corrective actions and a successful calibration was achieved with the quality control in range. The customer stated the instrument, assay and control were working according to specifications. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.